Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable device. The indication for use was intractable spasticity. It was reported that the patient had symptoms of lethargy, nausea and spasticity. The reporter was concerned for the patient¿s safety who had ongoing symptoms but the managing physician refuses to help them. Per the reporter after a refill at some point with the pump the patient stated they felt the drug "leaking" in their back. The reporter did not know specifically when this happened. The reporter thinks something may be disconnected. It was reviewed that if the patient needed medical care they should go to urgent care or an ER (emergency room) however the reporter didn¿t think an ER would be able to help them because they don¿t know anything about the pump. Additional information received from the healthcare provider reported that the patient had a recent pump replacement [see manufacturer report number 3004209178-2016-06180]. Back exam was unremarkable. Per the healthcare provider the patient experienced no specific new symptoms. Troubleshooting included the patient was sent for a dye study. Actions and interventions were reported as none they were still troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.